Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient inquired if it is possible that ins could be defective because when they increase stimulation above 0.7 volts, the patient is getting zapped. They also reported at night when lying down it never stops zap ping. The patient clarified when lying on back they get continuously zapped and when lying on right side, where ins is located, they also get continuously zapped. The patient described this sensation not like a tingle and stated it is like an electrical shock. The patient stated they are trying to increase stimulation as the healthcare provider (hcp) advised them to have stimulation above 0.7 volts, but stated they can't due to this and stated it is miserable. The patient initially stated this has been going on since implant, but later clarified it was last week, at hcp's appointment, they did not have stimulation high enough to the point where they were feeling zapping sensation at that point. The patient stated due to this they have not notified hcp of this issue. The patient denied any recent trauma/falls. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that the patient had some hypersensitivity type of discomfort at the ins site and wondered if this is normal. Reviewed considerations regarding post implant healing and recommended patient discuss with managing physician. Patient also asked when it would be ok to take a bath and was redirected to the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.